Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the need to adjust medications and not caused by barostim therapy. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient was hospitalized with dehydration, kidney issues, and a possible infection. It was noted dialysis was planned for (B)(6) 2024. In the opinion of the physician, barostim was working, so the patient's diuretics needed to be stopped to prevent future dehydration. The patient passed away on (B)(6) 2024 due to renal failure. In the opinion of the physician, the death was not caused by barostim.